Event description:
It was reported that during the implant procedure, the left ventricular lead was unable to sense or pace. The physician also noted that the patient had a left atrial thrombosis so no lead was implanted. A lead implant may be scheduled for a later date. No patient complications have been reported as a result of this procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors have blood/body fluid (not obstructed).